Event description:
Removal of dental implant. The clinician reported two implants were placed in thick cortical bone jin 2006, and removed two months later. The clinician identified the reason of removal as failure-to-osseointegrate resulting from improper post-surgical (healing abutment) implant loading.

Manufacturer narrative:
All implants were received with non-prepped abutments attached to them. The implants were not fractured and were examined under 10x magnification. There were no thread defects noted on any of the implants. The implants were also compared to a l0250 rev 10/03 radiographic template and determined to be ph3.5mm x 12mm implant.